Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pains, pelvic pain"), device dislocation ("displacement of device") and genital haemorrhage ("bleedings") in an unspecified number of female patients who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstruations") and abdominal pain ("abdominal pain, cramps"). The patients were treated with surgery (essure removal) and surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, menstruation irregular and abdominal pain outcome was unknown. The reporter considered abdominal pain, device dislocation, genital haemorrhage, menstruation irregular and pelvic pain to be related to essure. The reporter commented: report from lay press: (B)(4) women affected by essure presented a lawsuit because provided information about essure is poor, leads to trickery and it is not concordant with medial-scientific faith. Women who are between 25 and 40 years old were looking for a safe contraceptive method, however, they have experienced a lot of "contraindications" (as reported), from severe pains, bleedings, cramps or irregular menstruations. Lawyer of victims refers that numerous healthy women who used essure experienced similar secondary effects which damaged their health, not only in spain, but all around the world such as intense abdominal and pelvic pain, bleeding, displacement of device, cramps, etc. After removal of product most of them have recovered their health. Now they feel mistrust in the health care system as they feel cheated and damaged in her physical and moral integrity. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 08-jul-2018 for the following meddra pts (excluding this case): pelvic pain: 11685 cases were identified. Device dislocation: 3622 cases were identified. Genital haemorrhage: 1161 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pains, pelvic pain"), device dislocation ("displacement of device") and genital haemorrhage ("bleedings") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstruations") and abdominal pain ("abdominal pain, cramps"). The patient was treated with surgery (essure removal) and surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, menstruation irregular and abdominal pain outcome was unknown. The reporter considered abdominal pain, device dislocation, genital haemorrhage, menstruation irregular and pelvic pain to be related to essure. The reporter commented: report from lay press: 30 women affected by essure presented a lawsuit because provided information about essure is poor, leads to trickery and it is not concordant with medial-scientific faith. Women who are between 25 and 40 years old were looking for a safe contraceptive method, however, they have experienced a lot of "contraindications" (as reported), from severe pains, bleedings, cramps or irregular menstruations. Lawyer of victims refers that numerous healthy women who used essure experienced similar secondary effects which damaged their health, not only in spain, but all around the world such as intense abdominal and pelvic pain, bleeding, displacement of device, cramps, etc. After removal of product most of them have recovered their health. Now they feel mistrust in the health care system as they feel cheated and damaged in her physical and moral integrity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2018: quality-safety evaluation of ptc. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.